Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty was experienced in removing the air from the cartridge. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer used a new cartridge to address the issue.